Manufacturer narrative:
We received one 746f8 catheter with monoject 3ml syringe with limited volume at 1.5ml for examination. The pressure monitoring system was not returned. The reported event of "pa pressure reading was high" was not confirmed and no pressure monitoring system was received. The catheter passed in-vitro calibration on the vigilance ii monitor. The catheter ran cco on the vigilance ii monitor for 5 minutes with no error messages. The thermistor and thermal filament circuit were continuous. The thermistor was found to read 37.0°c when submerged in a 37.1°c water bath. Thermistor temperature reading accuracy is +/- .3° c per the vigilance manual. There were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All thru-lumens were tested and found to be patent without any leakage. No visible damage was observed from the returned monoject 1.5cc limited volume syringe or the catheter body. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
It was reported that once the catheter was in the patient the pa pressure reading was high. Another catheter was used successfully. No patient complications were reported.